Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio; catalog #: 00770302000; lot #: 1514875. Z.s.g.m. Cutter 1.5:1 ratio; catalog #: 00770301500; lot #: 1517090. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was incomplete meshing and worn gears. No patient involvement. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the device passed the sample mesh but the calibration was out of specification and the left side plate, gear, and bolts were replaced and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00720. 0001526350 - 2022 - 00719.